Manufacturer narrative:
Device evaluation summary: multiple fabric tears and associated suture breaks were observed along the distal length of both limbs. On the right/contra limb, 2 tears, 0.42 mm and 0.67 mm in length, were seen between stent rings #12 ¿ 15. Three (3) fabric tears were also observed near the distal contra limb stent; the tears were 0.67 mm, 1.6 mm and 2.5 mm in length. On the left ipsilateral limb extension a total of 7 fabric tears ranging in length from 0.42 ¿ 1.5 mm (0.82 mm average) were observed between stent rings #12 ¿ 17. The exact cause of the fabric tears could not be determined; however, the holes appeared most likely to have been caused by stent abrasion and/or vessel calcification. The cause of the multiple limb suture breaks could not be determined. From a review of the films returned, the in-vivo location of the observed fabric holes were all found to been located within the right and left common iliac arteries which contained areas of calcification. Although it is possible that these fabric tears may have been the source of the aaa expansion, no type iii fabric endoleak or distal type I endoleak was reported and no clear signs of contrast were seen from the films near the location of the holes. It is possible that these fabric tears were ¿sealed¿ by the iliac arteries, many of the smaller holes were covered by tissue/thrombus, and therefore these tears may not have been the source of any endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The investigator assessed that the event relationship to be related to the device.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter fusiform abdominal aortic aneurysm. The proximal aortic neck measured 28 mm to 30 mm in diameter along a 15 mm length. The angle between the proximal abdominal aortic aneurysm neck and the supra-renal aortic axis measured 5 degrees. The angle between the proximal abdominal aortic aneurysm neck and the main axis of the abdominal aortic aneurysm measured 10 degrees. A type ii endoleak was observed during the index procedure and was uncorrected. It was reported that approximately one year and two months post index procedure multiple type ii endoleaks and an aneurysm enlargement were observed. The physician elected to perform an open repair and explanted the stent graft system. During the open repair, a proximal type I endoleak was observed. The procedure was completed successfully and the event was resolved. The investigator assessed that the event relationship to the device and procedure was unknown. No additional clinical sequelae were reported and the patient is fine. Please note that this device (endurant evo), is not marketed in the united states; however, it is similar to the (B)(6) marketed device, endurant ii stent graft system. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.